Event description:
In 2009, patient reported, she has received 07 (system alarm) error. Patient stated she is using batteries with an expiration date of 07-2007. Assisted her with troubleshooting and she inserted new, but expired batteries. Patient reported, her blood glucose level is "sky high" and she stated they started today when her infusion device stopped working. She stated, this started 2 to 3 hours ago. Patient stated she attributes the high levels to receiving the 07 error. Patient reported, she was attempting to bolus when she received the 07 error. Patient's normal blood glucose range is 90 mg/dl to 120 mg/dl. Patient reported she is currently 350 mg/dl. She stated, she will bolus to bring her blood glucose levels down. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Patient stated she was able to clear error. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.